Event description:
At delivery baby was noted to have three scratch marks on the right cheek. Mother had artificial rupture of membranes by her ob with the obstihook amniotic membrane perforator prior to delivery. No internal monitors were used. Delivery was easy. Cause of scratch marks is unknown.